Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) was explanted and replaced due to patient condition. The newly implanted crt-d was placed on the other side of the patient's body per physician discretion. This right ventricular (rv) lead crossed the bioprosthetic tricuspid valve causing torrential tricuspid regurgitation and was explanted and replaced successfully with two non-boston scientific leads after multiple failed defibrillation threshold (dft) tests. The left ventricular (lv) lead was tunneled to the right side to be used with the newly implanted device. The explanted products will not return for analysis. No additional adverse patient effects were reported.